Event description:
It was reported that during a trial procedure, the patient experienced pain in the left leg while the physician was placing the lead. It was believed that a nerve root was hit while placing the lead and the physician decided to explant the leads due to increased pain. The patient was given medication in recovery for the leg pain. The explanted leads were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc221850e0. Model: sc-2218-50e. Serial: (B)(6). Batch: 7115168.